Event description:
Note the pt received two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation therapy in his foot. An sjm rep met with the pt and attempted to reprogram the pt's scs system, but was unable to capture stimulation coverage of the pt's foot. X-rays were taken, and the physician does not believe the leads have migrated. The pt is pending a f/u with the sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.